Event description:
The customer reported that there was no image on the monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the high voltage cable. The system operates as intended.